Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19aug2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a failed nav-ring. There was no patient involvement.

Manufacturer narrative:
This MDR report # 2031642-2019-06582 is a duplicate of an event previously reported under MFR report # 2031642-2019-06581. Any additional information will be submitted under the initially reported MDR # 2031642-2019-06581. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 19aug2019. Added report source. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 19aug2019. MFR report # 2031642-2019-06582 is a duplicate of an event previously reported under MFR report 2031642-2019-06581. Any additional information will be submitted under the initially reported MFR # 2031642-2019-06581. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.